Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) 2011 and suture was used. The strand of suture broke when the surgeon tried to pull the sutures during closure. No adverse patient consequence was reported.

Manufacturer narrative:
(B)(4): the concerned sample shows an approximately 45 cm long thread (original length 90 cm) with attached needle. No further damages were found at the thread and at the broken end. The knot pull test results of this thread meet the requirements. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.